Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and weakness. The right atrial (ra) lead position check failed. The ra lead remains in use. No further patient complications have been reported as a result of this event.